Manufacturer narrative:
E1: (B)(6).based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number:reporting site: 8021545,manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set tubing came apart from quick release on (B)(6) 2026.